Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to (B)(4). (B)(4) had sent the subject device to an independent laboratory to perform a microorganism culturing test and the test result showed that 55 ufc / 100ml of microorganisms were detected from the instrument channel of the subject device and then, (B)(6) was identified. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that unspecified microorganisms were detected from balloon channel and the air / water channel of the subject device with the amount of over 100 ufc / scope and 1ufc / scope respectively. There was no report of patient infection associated with this report.